Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Event description:
It was reported the patient's ipg was moving in the pocket causing discomfort and charging issues. In turn, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was relocated to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.